Event description:
The first stent (subject device) was deployed in the right posterior cerebral artery (pca). Resistance was felt as the second stent was being advanced through the first stent, but the second stent was successfully deployed in the left pca. There was resistance felt between the stent delivery system and the guidewire while the stent delivery system was being removed from the pt and the guidewire "got stuck in the second stent". This resulted in both stents being pulled down into the basilar artery. A third stent was placed uneventfully at the neck of the basilar artery aneurysm. There were no reported clinical consequences to the pt and the pt was reportedly fine.